Manufacturer narrative:
The device remains implanted in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported on (B)(6) 2025 that the patient presented with grade 4 functional tricuspid regurgitation (tr), thin friable leaflets and rotated heart. Reportedly, there was difficulty in imaging. An xtw triclip advanced and was deployed on the anterior septal leaflets without a device issue reported. Upon release/post-deployment, the septal leaflet had slipped out as a single leaflet device attachment (slda). The tr had returned. Per physician, the slda was most likely due to the patient's anatomy -thin friable leaflets and heart orientation. As treatment, another triclip was placed. The tr had been reduced to grade 2-3. There was no clinically significant delay.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot-specific quality issue. Based on available information, the reported slda was due to patient anatomy. The cause of the reported difficult imaging was unable to be determined. The reported unexpected medical intervention was a result of case-specific circumstances. There is no indication of a product quality issue with respect to manufacture, design, or labeling.